Event description:
It was reported that a patient had ¿pocket pain¿ when the device was on one particular program. Symptoms included pain and redness at the device pocket. It was noted that diagnostic testing and troubleshooting was performed and the device was reprogrammed. It was reported that the patient saw a healthcare provider and was given antibiotics. Two weeks later, it was reported that the patient had the entire system removed. The next day, it was reported that no malfunctions were noticed with the device and the patient had an infection. It was noted that the patient wanted a new implant as soon as the infection had cleared. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).